Event description:
It was reported that the procedure was to treat a lesion in the mid-distal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. An otw 2.5 x 15 xience v stent delivery system (sds) was advanced, but could not cross to the distal lesion. The rx 2.25 x 15 mm xience v sds was then advanced, but could not cross the proximal lad. During removal, it was observed on fluoroscopy that the stent dislodged and was floating in the left main. A 1.5 balloon was advanced distal, and retrieved the stent. After removal, it was noted that there were flared stent struts. A non-abbott stent was used to treat the distal lesion and a xience v stent was deployed to treat the mid lesion to complete the procedure successfully. A delay was noted due to the need to retrieve the stent. The patient was in good condition. The physician noted that the tech may have flushed the wrong port as she was not used to the rx device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement and stent damage were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.